Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as there was air in the pump block making it hard to squeeze resulting in the cylinders not inflating. No patient complications were reported.